Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a prime (loss of prime) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 02/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2017 with the following findings:a review of the black box did not indicate any loss of prime warnings. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no loss of primes occurring. The force sensor was found to be within specifications. The complaint could not be confirmed or duplicated on investigation.